Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread, cracked keypad overlay and missing display window/cover.